Event description:
This patient was undergoing a therapeutic hydrothermal ablation procedure. Prior to the procedure, the bladder was drained with a robinson catheter and the cervix was progressively dilated with hegars up to a #20. Approximately two minutes into the procedure, a fluid loss alarm sounded. A loss of 3ml per minute was noted. The system was recylcled and another atempt was made. During the second attempt, another fluid loss alarm sounded and an 8ml fluid loss per minute was noted. The endometrial cavity was inspected via hyteroscope and no signs of bleeding or performation were noted. The scope was replaced and the system was recylced another time. Another tenaculum was placed on the right edge of the cervix to get a better seal, however another fluid loss alarm sounded and an 18ml per second fluid loss was encountered. The procedure was abandoned at this point and a 2cm laceration on the anterior cervix was sutured. The patient was admitted overnight for obervation. Three days post-procedure, the patient was seen and was found to have some mild pelvic cramping, however, her white count was 6000 with a normal hematocrit. No fever, emesis, or diarrhea were noted and her abdominal exam was benign. Over the next 24 hours, the patient experienced increasing pain and a low grade fever. She was seen and her white blood count had increased to 14,5000. The chemistry panel was basically within normal limits with the exception for a slightly elevated biliburin at 1.4. A cat scan was performed and indicated a right anterior small uterine perforation with some free fluid in the abdomen. There was no evidence of bowel perforation. The patient's pain increased and she was admitted for IV antibiotics, exploration and a hysterectomy. During the exploration, a small bowel perforation was noted approximately 12cm from the ileocecal valve in the distal ilium. The patient then underwent surgical repair of the bowel peroration and a hysterectomy. She was brought to the recovery room stable and in good condition.